Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "aortic valve neocuspidisation using xenologous pericardium (xavneo) versus bioprosthetic valve replacement", was reviewed. This research article is a retrospective single center experience to compare the early results and the 6-year outcomes of the xavneo procedure with the standard surgical aortic valve replacement (savr) in patients with small aortic root. Epic porcine heart valve (abbott), edwards porcine heart valve, medtronic hancock ii valve, and sorin pericarbon valve was associated with the study. The article concluded that aortic valve neocuspidisation procedure using xenologous pericardium (xavneo) is associated with excellent early hemodynamic performance. Follow up analysis point to comparable 6-year survival after xavneo or surgical aortic valve replacement. However, a higher linearized rate of structural valve deterioration requiring reoperation suggests that the use of xenologous pericardium might be prone to significant calcification. The primary author of the article is zan mitrev, md, department of cardiovascular surgery, zan mitrev clinic, bledski dogovor 8, skopje 1000, north macedonia, the correspondence author is petar risteski, md with the corresponding email: (B)(6).

Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10 . As reported in a research article, complications from surgical aortic valve replacement included transient ischemic attack, acute cardiac decompensation, prosthesis-patient mismatch, aortic root enlargement, re-operation due to endocarditis, worsening heart failure, aortic insufficiency, and prolonged hospital stay.. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.